Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use injected sterile distilled water in the foley catheter, attempted to remove the water but could only be made slowly.

Manufacturer narrative:
The reported event is confirmed-other. Received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and catheter was allowed to rest with no observed leaks. Attempted to deflate balloon passively using returned syringe and only 1ml could be withdrawn. Using the in house luer lock syringe, deflated balloon passively in 04min10sec with no cuffing or leaks noted, returning 10ml of solution. The complaint is against the syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, injected sterile distilled water in the foley catheter, attempted to remove the water but could only be made slowly.

Event description:
It was reported that before use injected sterile distilled water in the foley catheter, attempted to remove the water but could only be made slowly.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. There was no patient involvement. This event is not reportable. Correction: d, e, g, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.